Event description:
End user stated that the concentrator was in a room where a fire extinguisher went off. Ths concentrator now alarms and he was wondering if some of the particles from the fire extinguisher going off could have gotten into the unit causing it to alarm.